Event description:
Deployment of the zenith main body graft appeared to have landed as desired. Angiogram performed noted positioning of the graft at a good location in the vessel. Contralateral leg graft was advanced and deployed in the limb of the main body graft. Angiogram performed of contralateral leg graft noted the main body graft had migrated distally about 1 centimeter. Final angiogram detected a proximal type I endoleak. A main body extension was deployed extending the graft upward to the initial deployment location. Endoleak resolved.